Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The patient declined further troubleshooting for the issue and began the process of obtaining a new device. The case was documented and closed, with no additional action required.